Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2005). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had received treatment for pelvic pain. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : incident category updated. Previously reported event injury replaced by new events pelvic pain and its outcome added as recovered / resolved. Patient dob added. Reporter information, product indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.